Event description:
It was reported that the patient experienced an infection. Reportedly, there was inflammation and suppuration. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the issue has resolved now.

Manufacturer narrative:
Date of event is estimated.